Event description:
During investigation on a fractured plate (MDR report 0008010177-2014-00189), a separate revision surgery event was discovered in the patient records. The patient had an unknown stryker reconstruction plate implanted on (B)(6) 2011 and it was found to have fractured postoperatively. This resulted in revision surgery to remove and replace the affected plate on (B)(6) 2012. The hospital had not previously report this secondary event.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device not available.